Manufacturer narrative:
B5: upon additional information, this event has been updated to one incident of under infusion. H11: the second event was reported under a related complaint (see h10). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two events of under infusion occurred while using novum iq large volume pumps (lvp). The pump either under infused or was infusing too slowly. To resolve these issues, new pumps were setup, and no further issues were noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.